Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information rom the attorney on (B)(6) 2022 regarding damaged, missing, or broken retainer ring that caused the customer to suffer personal injuries. No further details were provided. The insulin pump is not expected to return for analysis.